Event description:
During an unspecified procedure, the suture wing separated during the procedure, causing the super sheath to comb back out of the groin. The sheath was put back in the place. The lesion being treated is unk. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'ok'.